Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 06-dec-2022. Bd received 6 samples, three from lot 2090159 and three from lot 2139829, for investigation. The samples were evaluated by functional sleeve testing, each used to draw 10 tubes per needle, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and visible blood in flash chamber (blood pooling or leakage). The following information was provided by the initial reporter. The customer stated: the needle sheath does not retract when changing tubes and this allows blood to pool in the hub when using product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and visible blood in flash chamber (blood pooling or leakage). The following information was provided by the initial reporter. The customer stated: the needle sheath does not retract when changing tubes and this allows blood to pool in the hub when using product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2090159. Medical device expiration date: 2027-03-31. Device manufacture date: 2022-03-31. Medical device lot #: 2139829. Medical device expiration date: 2027-05-31. Device manufacture date: 2022-05-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.